Event description:
It was reported to medtronic neurosurgery that the valve was found to be occluded postoperatively. According to the report, the valve was explanted on (B)(6) 2015 and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. It should be noted that after the device was sterilized onsite by autoclaving it was noticed that the valve was adhered to the autoclave pouch. In trying to disengage the valve from the autoclave pouch, it was noted that there was a small tear in the bottom sheeting of the valve. Approximately 23.5 cm of the ventricular catheter was returned and was patent. It did not meet the requirements for leak testing due to a small cut noted at the distal end of the catheter and it was observed to have a jagged end. The instructions for use that accompany the device caution that ¿care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ proteinaceous debris was noted on the interior and exterior of the catheter. Approximately 53.5 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. The catheter was observed to have smooth ends. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Correction: hospitalization and intervention required were inadvertently not selected when the initial MDR was submitted. They have now been selected to reflect the revision surgery that occurred. (B)(4).

Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. It should be noted that after the device was sterilized onsite by autoclaving it was noticed that the valve was adhered to the autoclave pouch. In trying to disengage the valve from the autoclave pouch, it was noted that there was a small tear in the bottom sheeting of the valve. Approximately 23.5 cm of the ventricular catheter was returned and was patent. It did not meet the requirements for leak testing due to a small cut noted at the distal end of the catheter and it was observed to have a jagged end. The instructions for use that accompany the device caution that ¿care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ proteinaceous debris was noted on the interior and exterior of the catheter. Approximately 53.5 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. The catheter was observed to have smooth ends. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).